Event description:
A high blood glucose level was reported, with the specific value being unknown but noted as "high." Reportedly, the customer had been prefilling their cartridges. Tandem technical support educated the customer on insulin and cartridge labeling. The customer managed the situation by administering two correction injections via multiple daily injections, and required no further assistance.